Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased and was described as ¿low¿. Carbohydrates were consumed to address bg. At the time of the report, additional reviews are being performed to confirm the event details.